Event description:
A malfunction was reported on the pump after it was worn in a pool for several minutes. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.